Manufacturer narrative:
H6: evaluation codes: results - (other): visual inspection of the returned product showed that one lens and two pieces from the lens optic were torn off and missing. Clear surgical residue./debris on the product. Conclusions: (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
The surgeon inserted a cq20153 piece collamer lens. The lens tore during insertion into the eye. The lens was removed without enlarging the incision. No pt injury.